Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Ecn event description: null patient present at time of event?: yes patient complications: other provide details for "other" patient complication: dissection in lcca in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: additional enroute stent used to cover dissection patient outcome: expected to fully recover.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
Ecn event description: null patient present at time of event? Yes, patient complications: other provide details for "other" patient complication: dissection in lcca in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown medical or surgical interventions: additional enroute stent used to cover dissection patient outcome: expected to fully recover.